Event description:
The following information was provided: this pi is for lateral instability and excessive valgus appearance. As per pss complaint: patient had an elective left total knee for varus osteoarthritis in 2024. Previous acl reconstruction. Post-op no complications with wound. Patient achieved good pain relief but complaints of excessive valgus appearance and lateral instability. Patient had a subsequent femur fracture in (B)(6) 2025 treated with a retrograde im nail, no change in alignment. Need to correct lateral instability and excessive valgus appearance.